Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. After the lesion was viewed with an intravascular ultrasound (ivus), ablation was performed using a 1.25mm and 1.50mm rota burr rotational atherectomy system, and pre-dilatation was performed with a 2.0x30mm semi-compliant balloon catheter. A 2.25 x 38 synergy¿ drug-eluting stent was then advanced to treat the lesion. However, halfway through the bifurcated area of the lcx, the device was caught and failed to cross the lesion. The device was removed from the patient's body and it was noted that the mid portion of the stent was lifted up. The procedure was completed with another of the same device and with the use of a guidezilla guide extension catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged towards the midsection of the crimped stent with one strut lifted distally from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. After the lesion was viewed with an intravascular ultrasound (ivus), ablation was performed using a 1.25mm and 1.50mm rota burr rotational atherectomy system, and pre-dilatation was performed with a 2.0x30mm semi-compliant balloon catheter. A 2.25 x 38 synergy¿ drug-eluting stent was then advanced to treat the lesion. However, halfway through the bifurcated area of the lcx, the device was caught and failed to cross the lesion. The device was removed from the patient's body and it was noted that the mid portion of the stent was lifted up. The procedure was completed with another of the same device and with the use of a guidezilla guide extension catheter. No patient complications were reported and the patient's status was good.